Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds duration time, the balloon ruptured. The device was removed from the patient without any problem and pinhole at the proximal side of the balloon was noted. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).